Manufacturer narrative:
Bd received 8200 samples for investigation. The samples were inspected, and no issues were identified. Furthermore, functional tests were performed on 10 returned samples, and all tubes were within specification limits. Additionally, 100 retained samples were inspected with no visible defects. Functional tests were also performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, are not filling to an adequate sample volume. No adverse impact was reported regarding the patient or user.